Manufacturer narrative:
Serial#: battery/(B)(4). Device manufacture date: 2016-07-31. Serial#: battery/(B)(4). /expiration date:2016-10-31. Device available for evaluation: yes. Returned on 2017-11-14. Device evaluated by MFR: yes. Device manufacture date: 2015-10-31. It was reported that the patient was experiencing power switching and battery disconnection alarms. Two batteries ((B)(4)) were returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the non-returned battery's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Critical battery alarms due to communication errors were recorded involving (B)(4). This is an additional observation not related to the reported event. Additionally, analysis of data files revealed power switching events due to communication errors involving (B)(4) and power switching due to momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The reported power switching events can be attributed to communication errors and momentary disconnections. The reported ¿battery disconnection alarms¿ are most likely attributed to momentary disconnections. The manufacturer has opened an internal investigation, investigating momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event: battery/(B)(4)/ catalog number: 1650 / expiration date:07/31/20217. Not returned to manufacturer. (B)(4). Battery/(B)(4)/ catalog number: 1650 / expiration date:10/31/2016. Not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that battery switching and battery disconnection alarms occurred. The associated batteries were exchanged. No patient complications have been reported as a result of this event.